Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level of 576 mg/dl and diabetic ketoacidosis. The customer was treated with an intravenous insulin drip and was released from the hospital the following day with no permanent damage. Reportedly, the customer alleged that the pump did not delivering insulin as intended. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.